Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history, trending by problem code, and failure mode and effects analysis. No lot # was provided; therefore, a batch record review was not performed. A review of the complaint history from july 2009 through september 2010 for cidex activated dialdehyde solution with the problem code "hr - procedure related" revealed 7 complaints, of which 5 complaints were of a similar nature. (B)(4). The IFU (instructions for use) was not being followed. No product was returned for evaluation. No further action is required. Asp will continue to monitor for trends.

Event description:
A report has been received that a facility has been using cidex activated dialdehyde for a number of yrs with a shorter disinfection time than the recommended time as per the product IFU. A customer care center (ccc) associate advised the caller to follow the recommended disinfection time. He was advised that there is no guarantee devices have been completely disinfected if the recommended disinfection immersion time has not been followed. The caller stated there have been no reports of pt reactions or incidents of cross contamination.

Manufacturer narrative:
(B) (4).